Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
The biomed is reporting the v60 is displaying diagnostic codes 3.3 volt supply failed and 5 volt supply failed. The customer is reporting the unit was on a patient and was swapped out for another ventilator. The biomed contacted product support and was advised by the biomed to navigate to v60 diagnostic screen and check the power supply voltages. The biomed is reporting the power supply voltage for both 3.3 and 35 volts out of tolerance. Product support advised the customer to replace the power management (pm) board. The customer reported that the unit was in use on a patient , but there was no patient harm reported.

Manufacturer narrative:
G4: 16jun2020 b4: (B)(6)2020. The biomed replaced the power management (pm) board and the issue was not resolved. The biomed will order a motor controller board to see if it will fixed the problem. The field service engineer (fse) advised the biomed that he should let philips repair the unit, but he wanted to do the repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03jul2020 b4: 23aug2020 per the biomedical engineer he replaced the motor controller board and the issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.